Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The returned devices and provided paper x-ray copy were examined with two members of the depuy engineering team. The device examination finds nothing unusual for the length of time implanted. A paper copy of a patient x-ray has been provided with the abduction angle of the acetabular cup noted to be 49 degrees. The version angle cannot be determined with the image provided. The pinnacle surgical technique recommends 35 to 50 degrees abduction and so is on the high end of recommendations. A complaint database search finds other reported incidents against the provided product and lot combinations since their release for distribution. Per procedure, the devices are exempt from device history record review. Medical records were received and reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned devices finds nothing unusual for the length of time implanted. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis.

Event description:
Patient revised for pain and swelling.